Manufacturer narrative:
Unknown if the lens was implanted and therefore unknown if explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) was noticed torn. Patient contact was reported. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens was fully inserted into the right eye of the male patient when it was noticed that the lens was torn. Reportedly, the lens was removed and replaced with another z9002, same diopter. There were no complications, no incision enlargement, no vitrectomy was performed, no sutures were used. The patient was reported doing fine when discharged, fully recovered. Also the name of the surgeon was reported: (B)(6). Updated the following field: date of birth: (B)(6), sex/gender: male, contact name: dr (B)(6), health professional: yes, occupation: physician. Patient code: updated (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 4/17/2018. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection using a microscope was performed and the lens was observed with residues in the optic zone. The lens was observed cut in two pieces. One of the pieces was observed torn. The haptics were observed positioned. The lens was inserted then removed and replaced. The complaint was verified however due to the condition of the lens received the torn condition could be caused by the iol removal process. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A search on complaints history performed on april 27, 2018 revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.